Event description:
A non-healthcare professional height differences in cuts (thin flap) in the unknown eye of a patient during lasik surgery.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During onsite technical onsite visit filed service engineer performed system verification and confirmed device meets specifications as per service installation record. No technical root cause was identified as the product was found to be within specifications during technical site visit. Without additional information root cause cannot be identified. The manufacturer internal reference number is: (B)(4).